Manufacturer narrative:
(B)(4)

Event description:
Parent reported his son is having issues getting his dexcom working. Son is at school and the father does not know the exact issue, but thinks it has to do with the tx. Father has the receiver and the message currently states pair new tx. The current tx programed in the receiver has reached it's 90 day use.